Event description:
It was reported that the user experienced difficulty achieving stable glucose after a prior hospitalization for an unrelated infection and reported frequent evening hypoglycemia while using the ilet system, noting increased use of ¿less than¿ meal announcements that could have maladapted the algorithm. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with an attempt to connect the user to clinical support for additional training. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction; the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.